Event description:
The patient reported that she was hospitalized for a high blood glucose (bg) shortly after she began using the subject pump. The patient reported she started using the pump after completing training on it on the morning of (B)(6) 2011. On (B)(6) 2011, the day prior to starting pump, the patient claimed she obtained a bedtime reading above 300 mg/dl and was administering corrections with syringe. The patient reported that on (B)(6) 2011 at 4 or 5pm her bg was over 600 mg/dl and had symptoms of nausea, vomiting and tested positive for large ketones. The patient claimed she was sent to the ER where she was hospitalized for a couple of days. The patient reported she was treated with IV insulin and her bg improved. At time of discharge, the patient reported she was placed back on the pump and her bgs have remained within target. At the time of troubleshooting, the pump settings and history were reviewed. There were no associated alarms in pump history. It was confirmed that the date and time on pump were correct. The patient claimed that the pump settings were recently adjusted per her hcp and educator's advice. During review of bolus history, it was confirmed that all boluses had been delivered as programmed. The patient confirmed that she rotates sites every 2-3 days and claimed when site removed at hospital, cannula was not bent. The patient denied seeing air in tubing or cartridge and confirmed insulin was not leaking.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: due to continued use of the pump, the history from the complaint event date was overwritten. The last basal and last bolus deliveries were recorded on (B)(6) 2013. There were no errors or alarms associated to the complaint observed in the pump¿s history. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. During testing, a 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: due to continued use of the pump, the history from the complaint event date was overwritten. The last basal and last bolus deliveries were recorded on (B)(6) 2013. There were no errors or alarms associated to the complaint observed in the pump¿s history. The users programmed basal rates are correctly reflected in the daily insulin delivery totals. During testing, a 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.